Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the cartridge could be connected to the adapter, but during the calibration process, the machine could not identify the cartridge and made strange noises. When opened the cartridge, the machine began to do an articulation for no reason, they tried to disconnect the cartridge, but they could not succeed even though the jaws were open. They tried to disconnect the adapter and reconnect, they were unable to disconnect the cartridge. It was reported when they replaced the handle they were able to disconnect the cartridge from the adapter and everything was normal. It was noted in the end, they used cartridge and adapter during surgery, no problems were observed.